Manufacturer narrative:
(B) (4). (B) (4). Product performance engineering summation: the reported patient effect of a dissection is listed in the product risk assessment and instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during a stenting procedure of a left anterior descending artery using a xience v stent, a dissection occurred in the tight, tortuous and heavily calcified lesion. The dissection was treated by implantation of another xience v stent. No additional event or patient information is available.